Manufacturer narrative:
No devices or photos were received; therefore the conditions of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient was revised due to loosening of the tibial component.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. Primary operative notes indicate final components were impacted into position and revealed full extension with flexion to 120 degrees, a stable knee, and tracked nicely. Review of primary operative notes does not indicate root cause. Office visit notes dated (B)(6) 2014 indicates a moderate effusion, with range of motion from 0 to 115 degrees, with no instability noted. Radiographs taken at this time show the knee to be in good position with no evidence of loosening. Office visit notes dated (B)(6) 2014 indicated some laxity laterally. Office visit notes dated (B)(6) 2015 indicate that the patient is having persistent pain, worsened with longer walks. At this time the patient received an injection for pain. Bone scan revealed increased blood flow surrounding the tibial component. Review of revision operative notes confirms patient underwent a revision right total knee arthroplasty. Preoperative and postoperative diagnoses state painful knee with mechanical loosening of the tibial component, but based on the procedure description, loosening was not observed. It was stated that the tibial component appears to be well fixed, but after tissues were removed off the posterior corner of the proximal tibia, it was noted underneath the posterior medial aspect of the tibia was "almost like an osteolytic defect". It was reported that the surgeon was not exactly sure what it was from, but no purulence was noted and some bone loss was visible at that corner. The tibial was reported to be well fixed and required the use of osteotomes and a uniblade for removal. Once the medial peg was sawed through, a slaphammer was utilized to remove the remainder of the plate and the lateral peg. A definitive root cannot be determined.

Event description:
It is reported that the patient is experiencing pain and problems with the implant.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.